Event description:
It was reported that when the patient was using adaptive stim (as), her stimulation would periodically drop to 0v and as would be disabled. It was noted that the patient responded by switching to a group that did not utilize as. The reporter noted the patient was able to turn on as again but had to set the amplitudes manually and then wait 3 minutes in each position for amplitudes to register again. It was noted the patient¿s as group d was reprogrammed with the preferred amplitudes per position. The reporter noted they would wait and see if the problem reoccurred.

Manufacturer narrative:
(B)(4).